Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be performed as the introducer sheath and guiding catheter used in the procedure were not returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal mid left circumflex artery with moderate calcification and heavy tortuosity. A 3.5x33 mm xience sierra stent delivery system (sds) was advancing when resistance was met with the anatomy, and the stent could not cross the target lesion. In an attempt to remove the sds from the patient, both the sds with the stent were retracted into the guiding catheter, but failed. Then the sds with stent and guiding catheter were retracted together as one unit to the introducer sheath, but the stent became dislodged. Therefore, the stent was left inside the patient, positioned in the right profunda. Two unspecified stents were deployed to treat the target lesion, ending the procedure. There was no clinically significant delay in the procedure. No additional information was provided.